Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a pinhole at the distal markerband. There are numerous hypotube kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was an ordinarily stenosed, non complex right coronary artery. A 2.00 mm x 12 mm emerge¿ balloon catheter was advanced and noted to rupture. The emerge was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications.